Manufacturer narrative:
(B)(4). The device was returned to the manufacturer but the investigation report has not been submitted at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the laryngoscope broke after insertion into the patient during the lift. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Lot# as reported by customer: aa6. Device history record (DHR) was reviewed for notifications pertaining to incoming inspection, stock checks, and product returns. No concerns were noted with reference to 522228. (1) sample of 522228 (lot aa6 - january of 1996) was received for evaluation. The device is broken where the handle is fused to the insertable scope, due to the age of the device >10 years old. The device has exceeded it's expected life. No further investigation is required. The device is not repairable.

Event description:
Alleged event: the laryngoscope broke after insertion into the patient during the lift. The patient's condition was reported as fine.